Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 04mar2019 to assess the instrument test well image in question. The test well image in question looked visually to have a light background adherence. The immucor laboratory performed a device history record review on 14mar2019 because the product in question had already expired. This device history record review showed that the presence of the e antigen was confirmed where it needed to be, the product reacted as expected, and all other specifications were deemed acceptable. (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.